Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (battery pack faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cells had mismatched. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack was causing faults when inserted in the battery charger.